Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) reviewed data and episodes stored by the implantable device and indicated that there was an alert that was stored due to an abrupt change in pacing impedance, but the presence of out-of-range values has not been confirmed at this time. On the other hand, it was discussed that shock impedance has been high but within normal limits. Ts also noted that in some episodes, the shock and right ventricular (rv) channels showed noise oversensing. Ts advised the hcp to ask the patient to perform an initiated interrogation. Troubleshooting recommendations were provided to be performed during the next in-clinic follow up appointment. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.